Manufacturer narrative:
Investigation summary: one kit of tdx/tdxflx methotrexate ii reagent lot 45050q100 returned by the customer was inspected and the arrangement of the bottles was found in incorrect order s-w-t-p. File samples of lot 45050q100 were also inspected and no discrepancy was seen in the bottles arrangement. The bottles were found correctly arranged: w-s-t-p. The internal mfg/production records review and the complaint tracking performed did not identify any issue. The kit packing process of the tdx/tdxflx reagents is a human dependant manual operation. The mfg history suggests that, at certain point during the kit packing process, the mfg operator failed to place the vials in the correct position. Testing were performed using file sample kits where the s and w vials were switched from positions w-s-t-p to s-w-t-p to resemble the defect found by the customer. Testing schemes included calibration runs and runs performed using a stored valid curve with a reagent kit having the incorrect vial order with all levels of controls (l, m, h, x, y and z). Results obtained showed similar mp values regardless of the control concentration. All the instruments used showed the same invalid results. Nevertheless, if testing is peformed with a stored valid calibration curve, and no controls are run, pt results obtained could be falsely elevated or decreased. An investigation is being conducted to determine the cause of the issue and address further corrective actions. This is an initial report. A final report will be issued at the conclusion of an investigation.

Event description:
An incorrect vial order deficiency was identified for tdx/tdxflx methotrexate ii reagent list 07a121c60, lot 45050q100. The reagent bottles placed on the reagent pack were in the order s-w-t-p instead of the correct position w-s-t-p.